Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump blocked on the start screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During functional testing, it was observed that the device was stuck in the baxter logo screen after plugging in the pump to ac and the device did not go past the baxter log screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a defective ui pcba. The ui pcba will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.